Event description:
It was reported that left ventricular capture was at 5.5 v, 0.5 ms. There were no adverse consequences to the patient. A follow-up was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.